Event description:
Patient was being prepped with chloraprep frepp applicator when it was noted that her skin was being scratched and some bleeding noted. Patient's left arm with deep, elongated scratch marks secondary to the chloraprep use. Nurse discontinued the use of the frepp and provided first aid. IV started with another start kit and no untoward reaction noted. Lot # 30694 IV start kits were pulled from the supply carts and materials mgmt and are in dqm's office. The actual frepp that cause the injury is also secured in the dqm's office.